Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Due to the elevated bg, the customer experienced nausea and vomiting. Customer administered a correction injection to address the bg.